Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "implant rupture". Device remains implanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on july 15, 2022, with lot number 2679031. Analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening.

Event description:
Patient reported "implant rupture". Device has been explanted and replaced with non-allergan device. This relates to the right side.

Event description:
Device has been explanted.

Event description:
Patient reported "implant rupture". Device has been explanted and replaced with non-allergan device. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b6, h6.